Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported one of the electrodes dropped from their neck to the middle of their back. Patient said they had an ultrasound done and they got the report back and stated it dropped down to their back and made a lump. Patient also mentioned they had a lump in their back that they noticed about 3-4 months back and they were having a lot of pain in this area of the back, right below the bra line on the left hand side. It was determined the lump was the electrode (lead). The patient was redirected to their healthcare provider to further address the issue.